Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the linear iab didn¿t inflate properly on start up of the console. The iab was removed and replaced. The date of the event is unknown. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The guide wire was also returned inside the iab lumen. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the linear iab didn¿t inflate properly on start up of the console. The iab was removed and replaced. There was no reported injury to the patient.